Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the lead was fractured around the distal end of the anchor. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.